Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultrasmart meter was reading inaccurately. The medical surveillance specialist (mss) spoke with the lay user/ patient on june 24, 2010 and obtained the following information: the patient indicated he tests seven times daily. The patient clarified he manages his blood glucose with novolog insulin (taken three time daily on sliding scale based on the result with the subject meter) and a set dose of lantus insulin (30 units taken once in the evening). The patient corrected and clarified that the alleged issue began (at an unknown time) between (B)(6) through (B)(6) 2010 (in the evening). The patient does not recall what the blood glucose result was with the subject meter that evening; however, recalled taking his usual dose of lantus. The patient recalled waking up several hours later in the middle of the night sweating profusely. The patient recalled testing his blood glucose immediately with the subject meter and obtaining a result in the "80's". The patient claimed he quickly treated himself by consuming a "handful of gummy bears". The patient claimed he tested his blood glucose with the subject meter 1 to 2 hours after the alleged issue occurred and obtained a reading of "137 mg/dl". The patient stated, he then went back to bed. When the patient woke up the following morning, the patient stated his blood glucose result with the subject meter was "112 mg/dl". At the time of troubleshooting, the csr was unable to verify the unit of measurement on the subject meter. The csr also noted that the patient did not have control solution to perform a quality control test. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed a symptom suggestive of severe hypoglycemia after the alleged issue began.